Manufacturer narrative:
Device malfunction is suspected but did not cause a death or serious injury.

Event description:
Cyberonics therapeutic consultant reported that while at a site performing a 7.1 software upgrade on a handheld computer the software did not migrate. Product will not be returned for analysis.